Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving an unknown medication via an implanted pump. Per the reporter, at one time, the pump delivered dilaudid and morphine. There had also been a couple of other medications in the pump but the reporter didn¿t know what they were. The indication for pump use was non-malignant pain. On 06-apr-2017 it was reported that the patient had complications shortly after having the pump implanted in (B)(6) 2016. His stomach swelled up like a football. The patient thought it was fluid and scar tissue. The patient had gall bladder surgery a few months before the pump replacement procedure and figured the issue with swelling was because of that also. It turned out it wasn¿t all just fluid. The patient went in for a refill and found out he had a blood clot. On (B)(6) 2016, they did emergency surgery to remove a softball sized blood clot. They took the pump out, cleaned it up, and put it back in or put in a new pump the patient didn¿t know for sure. Per the patient, it was ¿supposedly repaired¿ and he felt that his healthcare professional hadn¿t been completely truthful regarding the emergency surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.